Event description:
A nurse reported that a phacoemulsification surgery with implantation surgery, upon opening the lens package, it was discovered that one haptic element was missing was indeed not in contact with the patient. The surgeon decided to implant a different iol (intraocular lens). However, another monofocal iol was implanted to avoid postoperative complications, with the intention of later replacing it with the indicated iol. In order to prevent severe fibrosis of the capsule sac and the surgery was completed without no further harm. Later, monofocal lens was explanted followed by implantation of a new lens with the same parameters as the lens associated with the adverse event. The surgery was successful. The patient has been discharged.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The sample was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Associated product information was not provided. The company lens model is only qualified for use in the company cartridges. It is unknown if qualified products were used. The root cause for this explanted lens complaint was determined to be unrelated to the lens. Information was provided that there were no issues with this lens. This lens was implanted as the replacement (interim) lens because the original lens was damaged. The lens was removed and replaced when another lens was procured. The file will be reopened if the sample becomes available. The manufacturer internal reference number is: (B)(4).